Event description:
It was reported that after inserting intraocular lens (iol) into patient's right eye, the capsule bag tore. Iol was removed resulting in an anterior vitrectomy with loss of vitreous. Incision was not enlarged however sutures were required. It was noted that bluedye and ir was used due to a complex surgery, and also that the capsule bag damage, vitrectomy and sutures were not due to /cause by the lens insertion. A replacement lens was placed in the same procedure. Replacement lens is a non-amo lens of different diopter. Patient was reported to have recovered with current prognosis as good. Outcome does not significantly interfere with activities of daily life. No further information has been provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The intraocular lens was inspected at 10x microscope magnification. Visual inspection revealed that the lens had surface scratches, cracks on the optic zone, surface residuals (fiber/particles) and residues of what appeared to be viscoelastic. The lens condition is consistent with lens that was removed from the patient's eye. Due to the condition of the lens, only visual inspection was performed. The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with the manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. A review of the raw material / manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. The documentation showed that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Additional concomitant product: amvisc ophthalmic viscosurgical device (ovd). (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.